Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During the procedure, it was found that the motor could not recognize the catheter. The procedure was not completed due to this event. No patient complications were reported.